Event description:
It was reported that during a cruciate ligament reconstruction surgery the screw broke. No significant delay or patient injury reported.

Manufacturer narrative:
One sterile 7207674 7x25mm biosure ha screw returned. Dimensional inspection verifies that this is a 7mm product. The complaint indicated: ¿during a cruciate ligament reconstruction surgery, the screw broke¿. The complaint indicated that all pieces were retrieved from the patient. It is hard to confirm that the entire product was returned due to the damage. There are multiple stress fractures which produced multiple fragments. Bone quality was listed as hard. IFU recommends use of a tap for hard bone. Complaint indicates that this was the method used. The screw shows indications of excess force applied from the beginning as the first threads are cracked. Moving up there are more threads compressed and rolled indicating excess torque during insertion attempt. IFU states: ¿excessive force should not be placed on the delivery instrument.¿ no root cause related to the manufacturing of this device can be confirmed.